Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred after the customer loaded a new cartridge onto the pump. The customer's blood glucose was 120 mg/dl. The customer successfully reloaded the same cartridge and resumed insulin delivery.